Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiac pump failure. No further information is available at this time.

Manufacturer narrative:
Per email received from FDA. ¿this is a 2016 supplement and hence we don¿t have the xml file because it didn¿t get processed successfully do to having an internal issue in out system even though you received a passed ack3. Please resubmit your supplement #1. Please don¿t send your supplemental# 2 until we ask you to.

Event description:
New information received notes that the cause death was not related to the procedure, the system or the study.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device was tested and function was normal.